Manufacturer narrative:
(B)(4). Batch #u5ad85. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and the device was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and evidence of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the blade stopped at the seventh fire. Surgeon tried to use reverse button, but it didn't work, as if there were no battery, and the manual override was used. It's unknown whether there were any patient consequences. No additional information is available at this time.